Event description:
During an unrelated procedure, it was reported that in (B)(6) of 2024 the right ventricular (rv) lead was capped and replaced due to oversensing. Additional details were requested but not provided.

Manufacturer narrative:
D4 - primary unique device identification (UDI) number cannot be provided as a product identifier could not be obtained.